Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in damage to the clamp was discovered. The following information was provided by the initial reporter: this is a report about a damaged extension tubing of nexiva. According to the customer's report, there seemed to be a damage on the clamp, which caused a damage on the extension tubing part that touched the clamp damage.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in damage to the clamp was discovered. The following information was provided by the initial reporter: this is a report about a damaged extension tubing of nexiva. According to the customer's report, there seemed to be a damage on the clamp, which caused a damage on the extension tubing part that touched the clamp damage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unit and four photos. Visual observation of the photos and unit confirmed the reported defect of clamp damaged, as one arm of the clamp was broken. There was also damage to the surface of the extension tubing where it had been impacted by the broken pinch clamp. The observed damage can occur when the clamp is being installed or if the clamp is misaligned during the manufacturing process. In process testing and inspections for damaged clamps and extension tubing are performed at multiple stages of the manufacturing process per the quality sampling plan. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in damage to the clamp was discovered. The following information was provided by the initial reporter: this is a report about a damaged extension tubing of nexiva. According to the customer's report, there seemed to be a damage on the clamp, which caused a damage on the extension tubing part that touched the clamp damage.